Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the bayonet connection of the vitrectomy probe was loose and popped out before vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient impact.